Event description:
Customer reported that yellow contamination was observed on the machine side of the pressure monitoring line of the system 1000 hemodialysis machine indicating possibility of blood components in the line. Contamination was reported up to the internal transducer protector. The customer has been using infus blood sets from lot numbers 205053e and 20504e/c. There was no patient injury or medical intervention associated with this incident.